Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent an osteosynthesis surgery for left femoral trochanteric fracture with trochanteric fixation nail advanced (tfna) nail. Before the procedure, an x-ray was taken to check the medullary cavity to determine the nail size. The patient had a narrow cavity which left the surgeon to choose a middle size nail with a 9mm diameter. The lordosis of the femur was not checked at that time. During the procedure, the surgeon could not fully insert the tfna nail into the medullary cavity of the patient. The surgeon extracted the nail and decided to use a stepped reamer to drill the bone. The surgeon was advised of the risk of the device being linear, so the surgeon drilled just about 10 cm from the entry point. Then, the surgeon managed to insert the nail using a hammer. After distal locking, x-rays confirmed a shadow at the distal end of the nail, but the surgeon thought it was not a fracture and proceeded with the surgery. After the surgery, a lateral x-ray revealed that the distal end of the nail had protruded from the anterior bone. The surgeon decided not to revise the nail because of the high risk of the replacement. The surgeon commented that he should have checked the strong lordosis preoperatively and considered using a short nail instead of middle size. Procedure was completed successfully with a surgical delay of less than 30 minutes. The patient will be followed-up for the time being. Patient was already planned for non-weight bearing as planned before the surgery because the fracture was unstable. The hospital plans on ultrasound therapy or pharmaceutical injections to promote bone formation. Concomitant devices: helical blade (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 9mm/125 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).